Event description:
It was reported that the patient felt a burning sensation at the pocket site due to fall and was not able to turn the stimulation back on. The physician believed it was not device or procedure related. The underwent a revision procedure wherein the spinal cord stimulator (scs) system was explanted due to possible infection at the ipg site, and the patient was implanted with a new system. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14387460.